Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot used in the primary surgery. In providing documentation for a revision of patient's right hip on (B)(6) 2019 ((B)(4)), rep provided an operative report from a revision on september 4, 2018. The operative report indicates preoperative diagnosis of "aseptic loosening, acetabular component, right total hip arthroplasty". Procedure notes indicate "...there was a bulbous area of blood-tinged, brownish fluid distending the joint...we removed the cup, which was grossly loose...this was done after first removing the 3 dome screws from the hemispherical trident cup. The screws had very little fixation...there was minimal to no bone loss. However, upon reaming, it was apparent that there was not a ton of bone in her posterior column...". Rep reported that no further information is available due to hospital policy.

Manufacturer narrative:
Reported event: an event regarding revision involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 293 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn (B)(4). The complaint databases were reviewed from 2011 to present for similar reported events regarding revision. There were 8 other reported event for the listed catalog number (pr1442085, pr1737869, pr1898251, pr1930169, pr1950907, pr1962866, pr2008297, and pr2028445). -conclusion: product inspection could not be completed due to no further information available.

Event description:
This pi is for the robot used in the primary surgery. In providing documentation for a revision of patient's right hip on (B)(6) 2019 (pi 2041927), rep provided an operative report from a revision on (B)(6) 2018. The operative report indicates preoperative diagnosis of "aseptic loosening, acetabular component, right total hip arthroplasty". Procedure notes indicate "...there was a bulbous area of blood-tinged, brownish fluid distending the joint...we removed the cup, which was grossly loose...this was done after first removing the 3 dome screws from the hemispherical trident cup. The screws had very little fixation...there was minimal to no bone loss. However, upon reaming, it was apparent that there was not a ton of bone in her posterior column...". Rep reported that no further information is available due to hospital policy.